Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "balloon failed to inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon failed to inflate". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence was reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon failed to inflate". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence was reported. The patient's current condition is reported as "fine".